Event description:
Additional information was received indicating there was no problem prior to the coil detaching. The problem occurred in the procedure of detaching. There was no damage to the pushwire.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the axium coil did not detach with the instant detacher for the procedure. The manual detachment method was utilized, however, the coil did not detach with that method either. The patient was undergoing surgery for an unknown treatment. It was reported that the axium coil did not detach with the instant detacher for the procedure. The manual detachment method was utilized, however, the coil did not detach with that method either. The physician attempted to detach the coil with the instant detacher five times. It was unknown if the physician attempted to use another instantdetacher. The manual attempt at detachment with the hypotube was utilized three times. There was no identified issue with the instant detacher. There were no patient symptoms or complications associated with this event. The device and accessory devices were prepared as indicated in the IFU.

Manufacturer narrative:
H3: the exposed release wire was retracted, and the coin did not exit the lumen stop as the release wire was found stuck. Under magnification, the ptfe shrink tubing was removed, and the blood was dissolved. The release wire was retracted, and the coin exited the lumen stop with no issues and no resistance encountered, detaching the implant coil. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.